Manufacturer narrative:
Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low battery, weak battery, battery out limit and failed battery test alarms noted during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to completely broken reservoir tube lip. Unit had stripped battery cap coin slot, broken battery tube threads, missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage and low blood glucose. The customer's blood glucose was in the range 40-70mg/dl during the incident and treated with food. Current blood glucose is 194mg/dl. Trouble shooting was performed and found customer feels the wizard is not calculating properly. Customer reported missing piece out of the reservoir compartment and is not able to lock in place. Advice to discontinue use of the insulin pump and revert to backup plan. Advised the device will need to be replaced. The insulin pump will be returned for analysis.